Event description:
It was reported that there were multiple occurrences where the customer received a message asking for minimum of 50 units of insulin while going through the load process. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.